Event description:
The user facility reported that the device had metal shavings coming out during a procedure.  The shavings in the patient were washed with a few minutes delay. No further medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had metal shavings coming out during a procedure. The shavings in the patient were washed with a few minutes delay. No further medical intervention, and no adverse consequences.